Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that device was noisy, vibrating and getting hot. There was no report of patient impact. Multiple attempts to obtain additional information for this reported event have been unsuccessful.